Event description:
After follow-up conversation with community care services, more information was discovered. The units were being placed on the carpet. The end user(s) were using the power cord to move the monitor from place to place.

Event description:
Nellcor puritan bennett rec'd a call from a representative of user facility on 03/18/00. User facility called to report the following problem: unit shuts off while running.